Event description:
It was reported that the lead was explanted and replaced due to noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
External insulation abrasion was noted at 11.2-11.5cm and 25.5-26.3cm from the tip electrode, consistent with lead friction to another device or features of the heart. Internal insulation abrasion under the svc shock coil was noted at 22.3-23.0cm from the tip electrode. The etfe coating was intact at this locations. Internal insulation abrasion was noted at 34.5-35.0cm from the tip electrode. The etfe coating was abraded at the same location. This is consistent with the field complaint of noise.